Manufacturer narrative:
The electrodes were returned to zoll medical corporation for evaluation. The customer's report was verified and attributed to a disconnected self-test wire connecting two electrodes. This type of failure does not disable the electrode from delivering therapy when attached to a defibrillator. This is a malfunction which only impacts the self-test of the electrode with the defibrillator. The electrodes were scrapped and replaced. Reports of this nature are typically not considered to be medwatch reportable as there is no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the associated defibrillator was unable to detect the attached pads. Complainant indicated that there was no patient involvement in the reported malfunction.